Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on the evaluation results. It was reported to boston scientific corporation on march 18, 2009 that an uromax ultra balloon catheter was used during a procedure performed in 2007 (patient gender, age and weight are unknown). According to the complainant, during the procedure, they were unable to inflate the balloon although pressure was applied. No information was provided regarding the procedure outcome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
No consequences or impact to patient. Inflation difficulties. Visual examination of the returned device revealed a longitudinal tear in the balloon material. The tear was located approximately 3mm distal to the distal edge of the proximal markerband and it extended distally for approximately 25mm in total length. A microscopic examination of the balloon material and of the proximal markerband found no anomalies that could contribute to the complaint. The cause of the reported malfunction is likely attributable to operational context.